Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter, calibration not accepted, lost sensor alarm. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Change sensor/sensor updating/sg value not available/calibration not accepted customer reports receiving a "calibration not accepted" alert. Cust entered a new bg to calibrate but calibration was not accepted. Customer did not receive a "change sensor" alert. Explained to wait before attempting to calibrate again after getting a calibration not accepted message. Sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to reestablish communication with the transmitter. Site issues customer reported blood at site. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884. The customer will continue using the device.